Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in patient, when inserting this fogarty catheter through the guidewire, the balloon broke leaving the guidewire exposed (medwatch reference # 11388). The catheter was replaced with three other consecutive catheters from same lot number but the issue remained in all of them (medwatch references #11389, #11390, #11391). Finally, replacing the device with a fifth one, the issue was solved. The balloon was tested prior to use and it was fine. User is experienced with the product and the technique. There was no allegation of patient injury. Patient demographics were requested, but were not available. Follow up has started for device return.

Manufacturer narrative:
One fogarty was received by our product evaluation laboratory for a full examination. The report of balloon issue was confirmed. As received spring tip was found stretched and bent. The balloon did not inflate due to a leakage from a pin hole near the distal area of the balloon. The manufacturing records were reviewed for the lot involved, and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Based on further investigation, balloon and visual inspections are performed as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.